Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that technical error (B)(4) occurred, which indicates ventilation disabled (communication error or control printed circuit board error during startup). Identification of issue has been done by analyzing problem description and service report. There was no patient harm. According to the information provided by the technician, the control printed circuit board was found defective and needs to be replaced. The faulty control printed circuit board may lead to stop of ventilation. If the reported startup technical error (te33) appears, ventilation cannot be started. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. Manufacturer's ref. #: (B)(4).